Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The images within the journal article have been reviewed. Two x-ray images depict depuy products. The first image presented a postoperative anteroposterior pelvis radiograph after bilateral total hip arthroplasty. The second one had x-rays demonstrating an anterior prosthetic hip dislocation. It is not possible to confirm a depuy's product failure as well as a relation between the adverse event and the reported product. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot a device history record (mre) review was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled "late anterior prosthetic hip dislocation due to yoga" written by andrew d. Posner, afshin a. Anoushiravani, hamza murtaza, and jared roberts. Published by arthroplasty today published online/accepted by publisher 30 jan 2021 was reviewed. The article's purpose was to study a case involving a (B)(6) woman who originally underwent bilateral hip arthroplasty to address osteoarthritis. Depuy products were used for both hips. Sixteen months postoperatively, the patient was practicing yoga and experienced a left hip anterior hip dislocation and resulting instability and fall. The patient underwent a left hip closed reduction. Nine days after her first closed reduction, the patient tripped and fell hyperextending her left hip and dislocating again. She was again underwent a closed reduction. Following the second revision, the patient adjusted her yoga positions and went to physical therapy. There have been no additional reports of dislocation. There is no alleged issue involving the right hip. Radiographic images can be found on pages 3 and 4 of the attached literature article. Depuy products with known adverse event(s): 1) pinnacle acetabular cup 2) ceramic acetabular liner 3) biolox ceramic femoral head 4) actis femoral stem adverse events: 1) 2 incidences of dislocation, fall, and instability addressed by closed reduction.